Manufacturer narrative:
The case report form indicates these events are possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Action taken: closed reduction under anesthesia. Patient dislocated again while sleeping on (B)(6) 2016. Action taken: closed reduction in the e.r.

Manufacturer narrative:
Engineering evaluation noted that the dislocation reported was likely the result of loosened supporting ligaments and muscles, which is addressed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2013. Patient dislocated again while sleeping on (B)(6) 2016. Action taken: closed reduction in the e.r. This event report was received through clinical data collection activities.